Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient . Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the incision was not healing over the implantable neurostimulator (ins) pocket. It was noted that they opened the site, flushed it and closed it again. It was noted that there was no alleged product issue. Additional information was requested but was not available at the date of this report.